Event description:
Event involving inappropriate air in line alarm. Pump alarmed for air in line downstream. No air visible in line downstream. Cassette removed from pump and agitated/tapped to remove any invisible bubbles, replaced and drip restarted as fast as possible. Following this interruption in continuous infusion, patient sustained map < 65 for 8 minutes, with lowest map 46. Phenylephrine rapidly titrated up in response to hypotension. Less than 10 minutes later, event repeated with same alarm, same intervention by nurse to address "air in line," and same subsequent hypotension to map high 40s, map < 65 for 5 minutes. Event required rapid increase in vasopressor titration to maintain map in ordered range. Medications involved: phenylephrine, vasopressin.